Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was bleeding under the sensor. She contacted her physician who recommended that she remove the sensor. She applied cotton balls and pressure, but the blood went through the cotton balls. The bleeding lasted approximately 10 ¿ 15 minutes. The event occurred the day the sensor had been inserted into the abdomen. At the time of contact, the patient was doing okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.